Manufacturer narrative:
The device was evaluated by a service engineer (se), and it was reported that the issue was not duplicated at the repair center. The se suggested that the user interface be replaced as a preventative action. The customer declined to have the device serviced, and the device was returned to the customer.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator started up on its own without any user operation during a periodical device checking outside of clinical use. There was no delay in therapy reported due to the event. There was no report of patient or user harm.